Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2014 to report the receiver initialized without a manual restart on (B)(6) 2014. There was no report of injury or medical intervention. No additional patient or event information is available.the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The receiver log was reviewed and no errors were observed. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of an initialization screen without manual restart. A root cause could not be determined.